Event description:
Baxter reports that a mini transfer set was leaking when draining the dianeal. The date of how long the set was in use is unknown. There was no patient injury or medical intervention indicated at the time of the initial report.